Manufacturer narrative:
Based on the claim against the long bipolar grasper (lbg) instrument by the customer noting the instrument had thermal damage on the distal end where the metal meets the plastic, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The lbg was analyzed and found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument moved intuitively in all directions. The grips opened and closed properly. The instrument delivered energy on several attempts. The complaint regarding the thermal damage on the distal end of the instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the long bipolar grasper instrument exhibited signs indicative of thermal damage. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing it was discovered that the long bipolar grasper instrument had thermal damage on the distal end where the metal meets the plastic. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was found after reprocessing and was removed from service. The instrument was inspected prior to use in the procedure and passed. The instrument was used for the surgical procedure and came to reprocessing with the damage. It was unknown if the instrument collided with any other tools, or if arcing was observed during the procedure; there were no complaints from the operating room. There were no photos available.